Manufacturer narrative:
(B)(4): broken pneumatic switch. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the pneumatic switch connector was broken on the motor drive unit.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The pneumatic switch assembly was broken. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.